Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the e333 touch panel failure did not reproduce, it was not possible to determine the cause. It is presumed that the e213 main unit failure occurred because a connector inside the equipment was disconnected, though the reason for the disconnection could not be identified. It is estimated that the narrow band imaging (nbi) filter u broke inside the device, causing part of the filter to fall off, which led to the e110 optical filter abnormal error. However, nbi filter u was not identified as the direct cause of the damage. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited an error 333 (touchpanel abnormality). It is unknown when the issue was found and there is no known procedure information. There were no reports of patient harm.